Event description:
As reported, this patient was implanted with a gore excluder aaa endoprosthesis. Post-operatively, it was noted that the iliac extender component had disconnected from the distal end of the trunk ipsilateral leg component, resulting in a type iii endoleak. A reintervention took place in 2008 using a contralateral leg component to overlap and bridge the gap between the separated devices. The endoleak was resolved.